Event description:
During surgery, the pedicle screw was not properly fixed; when the surgeon tried to fix the screw again he saw metal abrasions coming from the thread. The screw was no more usable; surgery was completed using a new one with the same size with 15 mins extra time. All metal abrasions have been removed, no pt harm and surgery was completed successfully. Ref MFR # 3005180920-2013-00184.